Manufacturer narrative:
Context: a customer in malaysia reported to biomérieux a potential misidentification of lysinibacillus fusiformis as lysinibacillus sphaericus in association with the product vitek ms instrument (ref. 410895, serial number unknown). Vitek ms mode: ivd. Kb version: 3.2 (ind). Issue type: misidentification as lysinibacillus fusiformis instead of lysinibacillus sphaericus. Vitek ms result: single choice to lysinibacillus fusiformis. Other method: molecular method = lysinibacillus sphaericus. Expected ID: lysinibacillus sphaericus. Culture conditions: -origin: environmental monitoring. -culture media : tsa agar plate. -incubation: 32.5 °c for 24hrs. Issue date: 14 feb 2023. Fine tuning date before the issue: 12 jan 2023. Investigation: batch history record and complaint trend analysis: there is no CAPA, no non-conformity on vitek ms linked with customer's complaint. A trend analysis has been for the period from june 2023 to august 2023 with the error code ivd mis-identification - f871; no trend has been identified. Investigation results: fine tuning. According to the vilink alert tool criteria, no fine tuning was needed during the test performed on (B)(6) 2023. Note: good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. *spot preparation quality: according to biomérieux's investigation results, the customer¿s spot preparation quality was not optimal and the calibrator ¿all peaks¿ values were heterogeneous. *kb review: lysinibacillus sphaericus is present in vitek ms kb v3.2. As the system was operational during customer tests, it should identify this strain correctly. *sample data analysis: according to data provided, the misidentification result was obtained from the spectra having a high number of peaks (136). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). These two species lysinibacillus sphaericus and lysinibacillus fusiformis are well characterized at the vitek ms kb level. Dendrogram shows that the customer strain is positioned in lysinibacillus fusiformis cluster. The customer strain seems to be lysinibacillus fusiformis species. Based on these findings, a return of the customer¿s strain was requested to find the cause of the misidentification issue. Biomérieux quality control laboratory reproduced the misidentification to lysinibacillus fusiformis with vitek ms kb v3.2. The strain has been identified as lysinibacillus sphaericus based on rpob sequence analysis, which is not the identification obtained with vitek ms. Therefore, the issue is confirmed. The vitek ms didn¿t give the expected identification as lysinibacillus sphaericus. The issue seems to be due to a knowledge base weakness. *expected identification after investigation lysinibacillus sphaericus. Conclusion: the most probable root cause of this issue is a knowledge base weakness. According to data above, there is no reconsideration of vitek ms instrument (ref. 410895) performance.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in malaysia reported to biomérieux a potential misidentification of lysinibacillus fusiformis as lysinibacillus sphaericus in association with the product vitek ms instrument (ref: (B)(4), serial number unknown). It was reported that customer obtained discrepant results with vitek ms instrument and a molecular method (name not reported at the time of the global assessment), as follows: vitek ms result = lysinibacillus sphaericus, molecular method result = lysinibacillus fusiformis. Per biomérieux global customer service, l. Sphaericus and l. Fusiformis are well characterized in vitek ms database. Dendrogram shows that the customer¿s strain is positioned in l. Fusiformis species cluster. Therefore, the customer strain seems to be l. Fusiformis species. According to biomérieux global customer service, the identification obtained by the customer as l. Sphaericus is questionable. Complementary investigation are needed to confirm the strain identification. A customer strain return will be needed to further investigate the case. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation will be initiated.